Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to an unknown tfna helical blade cut-out as confirmed via x-rays. Originally, the patient underwent an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture with the trochanteric femoral nailing advanced (tfna) system on (B)(6) 2019. However, four (4) weeks after the surgey, the patient complained of pain and had difficulty in walking. Thus, a tfna implants were removed and was replaced with a total hip arthroplasty (tha). The surgeon commented that the patient might have exercised more than necessary and exceeded the limitation of movement in rehabilitation because the level of patient's activities of daily living (adl) was high. The re-operation was successfully completed with no issues. There was no adverse consequence to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to an unknown tfna helical blade cut-out as confirmed via x-rays. Originally, the patient underwent an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture with the trochanteric femoral nailing advanced (tfna) system on (B)(6) 2019. However, four (4) weeks after the surgery, the patient complained of pain and had difficulty in walking. Thus, a tfna implants were removed and was replaced with a total hip arthroplasty (tha). The surgeon commented that the patient might have exercised more than necessary and exceeded the limitation of movement in rehabilitation because the level of patient's activities of daily living (adl) was high. The re-operation was successfully completed with no issues. There was no adverse consequence to the patient. Concomitant devices: unknown tfna nail (part # unknown, lot # unknown, quantity# 1). Unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).